Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 and a rotated heart. The clip was inserted and placed on the valve. However, after establishing final arm angle (efaa), it was observed the clip opened. Troubleshooting was performed, but the issues continued to occur; therefore, the physician tried to reopen the clip, but was unable to. Troubleshooting was performed, but the clip was unable to open. The clip was then deployed on the mitral valve, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported unintended movement of clip open while locked and inability to open the clip. There is no indication of a product issue with respect to manufacture, design, or labeling.